Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited several non-sustained ventricular tachycardia and inappropriate anti-tachycardia response episodes. It was reported that noise was present on the ventricular channel which resulted in pacing inhibition. All daily measurements were normal.